Event description:
User developed a red rash on both hands and wrists causing burning, itching and swelling. This is believed to have been caused by the use of latex gloves with absorbable dusting powder, usp.